Event description:
(B)(6) deutschland received a report that, a 3t heater cooler device did not turn on and made the differential to disconnect. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6), italy. A livanova field service representative was dispatched to the facility to investigate the device the power supply in the room is disconnected. The fuse that tripped was on the mains ac board ul 507 and was replaced. After that, the device was functionally checked and found conforming. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2004. It cannot be ruled out that root cause of the reported event could be due to non-device related factors (e.g. Overcurrent of the mains circuit of the hospital).

Event description:
See initial report.